Event description:
During an atrial fibrillation procedure, an air leak was noted when introducing the volt catheter into the agilis 13f sheath. The volt catheter was noted to be too big for the agilis 13f when being introduced. When inserted only air was able to be aspirated. The volt catheter was exchanged with resolution of the issue. The procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported air leak could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, UDI information (d4) and 510k(g3) are not available.